Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim; their bladder was holding over 1200 cc's prior to the device. It was reported that the patient had a fall in (B)(6) 2017 and the implant stopped working for 3 days. It was stated that the patient had to catheterize for a bit and then the device started working again to help their symptoms. No further patient complications are anticipated or expected as a result of this event.